Event description:
It was reported that the device would not charge defibrillation energy and also had logged an event code. This was observed prior to the device being placed into use. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to cracked solder joints along pins 42-52 and 1-4 of an integrated circuit chip, designator u6.